Event description:
During a routine follow-up the battery voltage was observed to be at "eri." The pt had not received a large number of shocks, nor was the device being used to pace. The decision was made to explant the device.